Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to FDA on: 03/27/2008.

Event description:
A consumer reported seeing halos around lights, shadows behind words and blurry intermediate vision following bilateral intraocular lens (iol) implant surgery. At the consumer's request, the surgeon was not contacted. This is one of two medwatch reports being filed for this report.